Event description:
A 6f angio-seal vip was deployed in the right femoral arteriotomy of a patient on (B)(6) 2015. Pre-deployment angiogram had been performed to check the entry site in the right femoral artery. Following a successful deployment and hemostasis, the patient was discharged home the next day. A week later, the patient developed fever and went to the emergency room (ER). The right femoral entry site was assessed in the ER and no symptoms of infection were observed. The patient was sent back home. On (B)(6) 2015, patient again presented to the ER with fever. He was admitted to the hospital with evidence of an infection at the right femoral arteriotomy angio-seal insertion site. The angio-seal device was surgically removed from the patient. The patient was discharged home in a stable condition and is receiving intravenous (IV) antibiotics at home.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The angio-seal IFU warns not use the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred as this may result in an infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. He angio-seal IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device patient's information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.